Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). The patient said she just came out of recovery yesterday and the rep turned it on and programmed her so fast and did not even leave her name. The patient could feel stimulation. After the rep programmed her at the hospital she stopped feeling stimulation. The patient programmer shows both batteries are at 100%. The patient was at 4.0 ma. When the patient tries to increase it shows screen 59 settings not available. The patient is wondering if the ins is even on. The patient has an appointment to meet with the rep on the 30th. The patient tried decreasing intensity and turning it back up. It did not resolve the issue. Patient services had the patient check if she had other groups to try. The patient has only groups a. Programmer shows ins is on. The patient has no stimulation and is feeling groggy. The patient stopped feeling stimulation after the rep programmed her at the hospital. It was discussed with the patient to not charge on the unhealed wound until the patient get an ok from their healthcare provider (hcp). Additional information was received from the manufacturer representative on (B)(6) 2018 reporting the settings not available screen on the controller and out of regulation (oor) message on the clinician tablet. The manufacturer representative met with the patient last week because they were seeing oor. At that appointment the manufacturer representative adjusted to higher pulse-width and the patient was not getting oor at all and was getting good therapy. A few days later the patient was getting oor again on the new high pulse-width program. On the day of the report, the manufacturer representative stated that they were trying to program with the patient and on some electrode configurations they were getting oor at very low intensities and on other configurations they were increasing the intensity to 15ma and the patient was not feeling stimulation. The caller provided the following impedance values for reference electrode 0: 1 had 460, 2 had 930, 3 had 19500, 4 had 3470, 5 had 3110, 6 had 9130, 7 had 3640, 8 had 380, 9 had 380, 10 had 15290, 11 had 440, 12 had 2600, 13 had 2880, 14 had 10820, and 15 had 4330. Values with reference 4 were 5 had 3870 and 7 had 7050. Values with reference 2 were 0 had 930, 1 had 860, 8 had 710, 9 had 710, and 11 had 750. It was noted that both 8 and 9 were both marked as red/avoid. The technical services agent recommended that the representative program 0+ 2- with 450us and 60hz. The caller increased stimulation and the patient was feeling stimulation at 2.5ma, the sensation was in the r arm and neck. The caller added 8 and 9 to the program. When increasing stimulation, the patient had to lean over to feel it on the left side. The caller stated that the patient was feeling nothing really on the l side and it was too strong on the r side at 2.8ma. After the program stayed at 2.8ma for a little bit, the tablet displayed a message indicating that the program was not in oor. Impedance values were rerun with reference electrode 0: 1 had 480, 2 had 940, 3 had 25670, 4 had 2940, 5 had 2530, 6 had 8830, 7 had 3890, 8 had 460, 9 had 490, 10 had 15430, 11 had 530, 12 had 2200, 13 had 3070, 14 had 10670, and 15 had 7200. The caller stated that the original lead placement was not very good. The neuro surgeon had trouble getting it midline. The caller was going to attempt to continue using electrode 0, 1, and 2 for therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the difficulty positioning the lead midline may have been due to a previous cervical infusion that probably made advancing the lead difficult (this was speculation). No further complications were reported.

Manufacturer narrative:
Continuation: product ID 39286-65 lot# serial# (B)(4) implanted: 2013 (B)(6) explanted: product type lead: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient was getting the ¿settings not available¿ message. It was reported that they were having a problem with the controller as it would not let them increase their stimulation. They stated that they were seeing ¿cannot provide your desired intensity settings¿ screen on their controller on 2018 (B)(6). They stated when they go to program 1 they were at 0.2 and could only increase to 0.5. They stated that when they went to program 2 they could not get past 0.7. They stated that yesterday (2018 (B)(6)) they got it up to 3.8 and that was high. They stated that it felt like it was on fire and they could not get it off, but then turned stimulation off and now it would not turn up. They stated that the way their leads were they had to sit a certain way to feel the stimulation or to not feel the stimulation. They stated that they could not feel stimulation now. It was reviewed to consider reducing the intensity down to zero on active group and then increase the intensity. The patient stated that they only had one group. Patient services asked how charged the ins was and the patient stated it was at 50 percent. It was recommended that they charge their ins back up to 100 percent and then see if they could increase their settings. It was also noted that the patient had pain in their neck and it was swollen. They stated that they could hardly move their neck which began on 2018-09-05. The patient was redirected to follow-up with their healthcare provider (hcp) to discuss the issues. The patient had indicated that they had been seeing a manufacturer representative (rep) once or twice a month since implant. It was also reported that the patient¿s hcp who implanted their ins had used bad leads. They stated that the leads were bad and the hcp put the ins in anyway. The patient stated that ¿out of 13 programs they can only use 3 and now they had none¿. They stated that at their follow-up appointment with their rep they were in the office trying to get their ins to go and was talking to the hcp over the speaker phone. The rep asked for the CT scan and they stated ¿oh my god their leads are bad and they will need a revision¿. The patient indicated that they had over heard this conversation. They stated it took the rep 3 hours to get their ins to go. It was reported that this event occurred din 2018. Additional information was received from the patient on 2018-09-07, regarding their previously reported information of the ¿settings not available¿ message. The patient stated that they reached out to their hcp as directed a few days ago by the previous patient service agent and the hcp told them they needed to locate a neurosurgeon to do a revision as the patient¿s leads were bad. The patient reiterated they had been adjusted every two weeks and the settings not available message was still continuing to come up on their controller. The patient reiterated that they found out that their leads were bad by over hearing their hcp talking on the phone. The patient stated that the hcp who implanted the original leads in 2013, would not assist the patient in a revision. The patient stated they contacted a rep who also stated there was nothing else they could do for the patient. The patient stated they were aware of the leads being bad at the follow-up visit, which were ¿like 10 days¿ after implant. The patient reiterated the patient could only have up to 14 or 13 groups to program the device at the follow-up visit. The patient stated that they currently only had one group a and program 1 and 2 available. The patient inquired if they should keep the ins charged. It was reviewed to consider keeping the ins charged. The patient stated they were wondering if the rep could meet with the patient just one more time to assess the device and also so they could report to the patient¿s adjuster for workman¿s compensation. The patient mentioned they needed something in writing about he leads going bad for the adjuster. It was reviewed patient services could reach out to the reps in the field to see if anyone was available to reach out to the patient and possibly meet with them one last time. An email was sent out to the reps. The rep responded that their meeting count with the patient over the years was probably at least 15. They stated that they had seen them for reprogramming prior to and following their ins replacement. They stated they had old surgical leads that needed to be replaced. They only had two electrodes that have impedance values that allow for therapy. They stated they had told the patient that there wasn¿t anything else that they could do from a programming standpoint. They stated the patient had out of state workers compensation insurance, which had created a problem for coverage in texas. They stated that the hcp¿s efforts to refer the patient to a neurosurgeon had been unsuccessful as a result of their california workers compensation not being accepted. The rep stated that they were out of ideas. Additional information was received from the patient on 2018 (B)(6) stating that they were waiting in the lobby for the rep as they had spoke with them on friday and coordinated an appointment. An email was sent out to the rep. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the lead being bad was due to the lead being way off midline and the lead is curved in the epidural space. They have not been able to determined why the electrode impedances are problematic. This impedance issue seemed to be more pronounced following the battery replacement. The rep has been in communication with the healthcare provider (hcp) on a regular basis. The rep has attempted to program that patient using available electrodes with and without assistance from technical services. The neck pain and swelling have not been resolved. No further information was reported.